Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a guide wire fracture occurred.the patient was undergoing removal of a non-bsc shunt in the superior vena cava, due to fibrin sheath build up. A fathom-16 guide wire was advanced through the port to the end of the catheter. The wire became caught in the fibrin sheath around the end of the catheter and fractured at the mid portion of the floppy tip while attempting to remove it. The wire fragment was successfully snared and the procedure was completed with a different device. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was observed that there were multiple bends/kinks throughout the guide wire. The guide wire had a complete separation 11.5cm from the tip. The fractured faces were jagged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. The patient was undergoing removal of a non-bsc shunt in the superior vena cava, due to fibrin sheath build up. A fathom 16 guide wire was advanced through the port to the end of the catheter. The wire became caught in the fibrin sheath around the end of the catheter and fractured at the mid portion of the floppy tip while attempting to remove it. The wire fragment was successfully snared and the procedure was completed with a different device. No further patient complications were reported and patient's status was stable.